Manufacturer narrative:
Final analysis found foreign material inside the a-tip hex inset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine pulse generator change out, the atrial lead was stuck inside the header of the pulse generator. The device was replaced.